Event description:
According to the reporter, an insertion using a stylet was performed with an approach from the left internal jugular vein. The catheter was successfully inserted, but the guidewire could not be removed, and it felt that it was risky. It was stated that both the guidewire and the catheter were removed. It was decided to forgo catheter insertion for the patient this time and consider it on a different day. The reported product was replaced with a product from a different manufacturer. There was no blood loss and no blood transfusion performed. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a visual inspection noted that a guide wire was stuck in a catheter and that a stylet had been used. The guide wire appeared to be flimsy at the distal end and springy towards the tip of the device. The guide wire was subsequently removed from both the stylet and the catheter, revealing a series of tissue and dried blood. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, an insertion using a stylet was performed with an approach from the left internal jugular vein. The catheter was successfully inserted, but the guidewire could not be removed, and it felt that it was risky. It was stated that both the guidewire and the catheter were removed. There was nothing unusual observed on the device prior to use. The tego was not utilized, and there was no issue with the connector. There were no other products utilized with the device. There was no definition of excessive force. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. It was decided to forgo catheter insertion for the patient this time and consider it on a different day. The reported product was replaced with a product from a different manufacturer. It was also stated that the catheter insertion has been discontinued, so the procedu re was not completed. There was no blood loss and no blood transfusion performed. There was no medical intervention/treatment done to the patient as a result of the event since it has given up on inserting a catheter. There was no reported patient injury.